Event description:
It was reported that during a procedure the jaws of the device locked on the first bite of tissue. The handles were "worked" until the jaws released. The device was replaced, and the surgery continued on as intended. There was no pt injury. Additional information was requested but no additional information was received. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device investigation found that the device was returned with the jaws stuck closed and eschar build-up between the jaws. Upon evaluation, the handle of the device was found to latch and unlatch, but a piece of the handle mechanism was found to the catching on a piece of the trigger that actuated the blade. The blade was not actuating smoothly or releasing properly. Electrical testing was performed. The device passed the continuity, isolation and switch tests, but did not pass the insulation test. When hooked up to the generator, an error code "check instrument" was displayed. The device history record was reviewed and no discrepancies were noted.